Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required. Other remarks: related complaints to this event: (B)(4) and MDR # 1219856-2017-00230; (B)(4) and MDR #1219856-2017-00237.

Event description:
This complaint is being generated from information received from another report. It was reported that while discussing high pressure alarms with the clinical support specialist (css) the rn stated the patient already had one balloon rupture. No further information was received. The patient was in a different unit prior to surgery.

Manufacturer narrative:
(B)(4). Other remarks: related complaints to this event: (B)(4) and MDR # 1219856-2017-00230; (B)(4) and MDR #1219856-2017-00237.

Event description:
This complaint is being generated from information received from another report. It was reported that while discussing high pressure alarms with the clinical support specialist (css) the rn stated the patient already had one balloon rupture. No further information was received. The patient was in a different unit prior to surgery.